Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the treatment. Logfile review shows no abnormalities that could have contributed to reported event. All laser system functions were within specifications at this day. Technical root cause could not be determined as the system is performing within specifications and as intended. (B)(4).

Event description:
Additional follow up information provided indicated patient's symptoms have resolved.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported a patient with scratchiness and blurred vision bilaterally with no improvement two weeks post photo refractive keratectomy. The patient complained of unspecified discomfort with occasional light sensitivity in both eyes. Patient noted dryness, pressure and pain. The reporter indicated the patient was prescribed non-steroidal anti-inflammatory eye drops and instructed to use over the counter lubrication drops. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.